Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in ireland. The nurse reported that the patient experienced that there was a redness at infusion site on (B)(6) 2025. The nurse also reported that the patient was prescribed with antibiotics and cream to apply while removing the cannulas to prevent the infection. No further information was available.